Manufacturer narrative:
Continuation of d10: product ID b3400040m, serial# unknown, product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: b3400040m, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the impedance check was performed with the lead, extension, and stimulator connected, an abnormal impedance value occurred. There was no improvement even after wiping and reinserting the connection more than 5 times. When the extension was replaced, the impedance returned to normal value. It is unknown if there are any patient/external/environmental factors contributing to this event. No symptoms were reported.

Manufacturer narrative:
Concomitant products product ID b3400040m lot# serial# (B)(6) product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the impedances was not determined. The impedances were high.